Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room after feeling the vibration alert, high, out of range, pacing lead impedance was observed. Programming changes were made. The patient was stable.

Event description:
New information received notes that the rv lead had kink at proximal to the coil. The lead was explanted and replaced. The patient was stable.